Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the event and began treatment with injection meropenem, (ip) intraperitoneally (1 gram, once a day) and injection vancomycin, ip (1 gram, once in 5 days). At the time of this report, the patient remained hospitalized, treatments with meropenem /vancomycin were ongoing, the patient was recovering and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient was recovered from this peritonitis event eight days after diagnosis. The patient was discharged from the hospital eight days after admission and antibiotic therapy was discontinued 14 days after initiation. At the time of this report dianeal therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.